Event description:
Reported due to difficult device deployment. The physician successfully placed a xact stent in the left internal carotid artery. The vessel was described as being six (6) millimeters (mm.) In size with 95% stenosis and a fifteen (15) mm lesion. The vessel had "normal vessel calcification" and "normal tortuosity." Reportedly, during deployment of the xact device there was an issue related with "accurate positioning and deployment." The physician encountered "difficulty turning the handle during stent deployment." The stent was deployed with "a lot of pressure applied to turn the handle." As a result, a "distal spasm" occurred. The spasm was described as being distal to the implanted stent and was noted post removal of the emboshield filter. The patient was treated with cardene 200 microgram (mcg) during the episode. This was reported as a "nominal therapy with no consequence and the patient stayed overnight for observation." Reportedly, the patient "recovered with treatment." It is unknown when the patient was discharged from the hospital and what his present status is.